Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 23-sep-2024. Material #: 368609; lot/batch #: 3136407 and unknown. Bd received 3 samples from lot number 3136407 and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for illegible print was observed for an unknown lot number. The photos showing lot number 3136407 have legible printing. The photos where the print is illegible do not have lot numbers that start with a "3" so the lot number could not be determined. The customer samples were evaluated by visual examination and the indicated failure mode for illegible print with the incident lot was not observed. Additionally, 30 retention samples of lot number 3136407 from bd inventory were evaluated by visual examination and the issue of illegible print was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode illegible print for an unknown lot number. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported an unspecified number of bd vacutainer® eclipse¿ blood collection needles had illegible lot number and expiration dates. There was no report of adverse impact to patients or users.

Event description:
It was reported an unspecified number of bd vacutainer® eclipse¿ blood collection needles had illegible lot number and expiration dates. There was no report of adverse impact to patients or users.

Manufacturer narrative:
This issue was also reported for an unknown lot number. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.